Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex self-expanding stent along with non-medtronic 6fr sheath and 0.035% guidewire during procedure to treat a moderately calcified lesion in the left mid superficial femoral artery (sfa) with 80% stenosis. The vessel is none tortuous. The vessel diameter and lesion length are 5mm and 140mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. The device was no pre dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. It was reported that after the device was prepped and loaded on the wire, it was advanced to the target lesion. The red security tab was removed and the physician started deploying the stent using the thumb wheel. After half of the stent was deployed the thumb wheel would no longer move. The physician tried again and the thumb wheel started to move and the stent continued to deploy with no I ssues. With 95% of the stent deployed the thumb wheel froze again and would not move. The physician then decided to pull the catheter back and the last ring of the stent fully deployed into the vessel. The entire stent system was removed and an angiogram was done to assess the stent and vessel. The physician noted that the vessel was without injury and the stent was fully deployed and within the target lesion area. No balloon post dilatation was performed. The guidewire was removed and a final angiogram performed. The vessel was patent, the stent was fully deployed at the lesion site, the patient was comfortable and without injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.